Manufacturer narrative:
Trend analysis: no trend has been indentified. Event description: it was reported that the patient underwent primary implantation with a cocr head on (B)(6) 2009 due to coxarthrosis right and was revised on (B)(6) 2019 due to polyethylene wear and femoral-acetabular impingement. Review of received data: patient data: (B)(6) 73kg, 180cm. X-ray review has been performed by a health care professional (radiologist): right hip arthroplasty components are anatomically aligned without dislocation. There is no fracture. There is no radiographic evidence of wear or impingement. The acetabular cup abduction angle (lateral inclination) is normal and measures 42 degrees. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. The compatibility check was performed and showed that the product combination of shell, liner and head was approved by zimmer biomet. However, as the stem is unknown the overall compatiblity could not be reviewed and is unknown. Conclusion summary: it was reported that the patient underwent primary implantation with a cocr head on (B)(6) 2009 due to coxarthrosis right and was revised on (B)(6) 2019 due to polyethylene wear and femoral-acetabular impingement. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The compatibility check showed that shell, liner and head are compatible, however due to unknown stem the compatibility of head and stem is unknown. No product was returned and no pictures were provided, therefore visual and dimensional evaluations could not be performed. X-ray review demonstrated that components are anatomically aligned without dislocation and fracture. Based on the investigation the complaint could not be confirmed and no root cause could be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation done.

Event description:
It was reported that there was a detection of insert rupture and anterior femoral-acetabular impingement. Also, there were no contributing conditions related to the event and a surgical technique was utilised.

Manufacturer narrative:
Additional information which was received on nov 15, 2019 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: weight. Corrections: description of event or problem, date received by MFR, type of report, additional narrative. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: shell porous with multi holes 54 mm, catalog #: 00620205420, lot #: 61051799, item: liner 20 degree elevated rim 32 mm, catalog #: 00632005032, lot #: 61049743. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. An e-mail requesting additional information was sent to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: (B)(4).

Event description:
It was reported that the patient was implanted with cocr head. Subsequently, the patient underwent revision surgery due to polyethylene component wear and femur-acetabular impingement.